Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. Prior to procedure, the physician tried to insert the stent, however, the mid shaft snapped in two outside of the patient's body. The device was pulled out and the procedure was completed with a non-boston scientific stent. No patient complications were reported.